Event description:
Patient was about to undergo stress test. EKG leads were attached to patient. Treadmill would not operate. Patient was removed to another room, started on another treadmill for test.